Event description:
It was reported that prior to starting a da vinci si surgical procedure, the orange coating was found damaged on the monopolar curved scissors instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed that the tube extension (orange coating) was broken and was missing a piece at the proximal clevis interface. The clevis was dislodged from the tube extension. Electrical continuity testing passed. Evidence not conclusive, but the tube extension likely broke due to excessive side loading or other type of mishandling. The instruments & accessories instructions for use (IFU) specifically states: -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the clinical risk evaluation performed on the health hazard assessment dated (B)(4) 2013 for the monopolar curved scissors (mcs) states: in a fragment-causing failure (such as a cable failure, a crimp separating from a cable, etc) for the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Manufacturer narrative:
The instrument has been received; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.